Event description:
An infusion pump was sent in for svc where it underinfused during svc testing. The facility's rep stated that no pt injury was reported on this pump since the last baxter svc event.